Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that in certain positions she is not feeling stimulation. The patient stated that the issue is most felt on the right side and if she is sitting or laying on her left side the device works fine. The patient reported that she wakes up in pain and if she pushes on the implant in her back it resolves the issue with the stimulation on her right side. The manufacturer representative reported that when the patient laid on her back or right side the stimulation felt as though it shut off. The patient was instructed on how to turn off adaptive stimulation and the patient reported that the stimulation worked as planned. The patient was going to have an appointment to re-orient the battery and was going to have the pocket and implant placement evaluated by the physician if needed. The issue was not resolved at the time of the report. The indication for use was non-malignant pain. Additional information received from the manufacturer representative reported that a pocket revision procedure was performed on (B)(6) 2015. The repre sentative stated that the battery had flipped over in the pocket resulting in orientation issues. The revision was successful. If additional information is received a follow-up report will be sent.